Manufacturer narrative:
A duplicate report was submitted for this complaint event under mfg report number 2523190-2020-00147. Consequently, no investigation results will be submitted for this event, as all information was previously submitted under mfg report number 2523190-2020-00147.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that(B)(4) xenon lightsource sparks when plugged. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.